Event description:
It was reported that pump did not recognize charging connection despite use of confirmed working outlets, tandem charging cable and wall adapter, and alternative cables and adapters, though pump did not shut down and remained usable. There was no reported impact to the customer¿s blood glucose level. Customer planned to continue using current pump and rely on backup therapy if needed, and technical support arranged shipment of replacement pump.